Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Zimvie did not receive one (1) tsvb10, (impl tapered scr-v sbm 3.7mm 3.5mm 10mm) for evaluation. Visual inspection could not be performed. The investigation has been performed based on the available information using the item number, device history record (DHR) review, and risk management file (rmf). The DHR was requested, however an electronic copy is not available for review. The investigation will be reopened and updated upon any new or additional information provided to this complaint. Zimvie quality management system (qms) has controls in place to ensure the distribution of conforming product is within specifications. Complaint history review was performed for the reported lot number 1267320 for similar events and 1 other relevant complaint(s) was identified. Review completed utilizing keywords: dental : packaging : incorrect component quantity. The customer did submit images for the reported event. The customer submitted images of an opened outer vial with no inner vial with no inner vial. Based on the investigation and risk management file, the most likely root cause determined from the investigation was improper handling of devices/packaging outside of zimvie controls. Therefore, based on the available information, a device malfunction did not occur. The customer submitted images of an opened outer vial with no inner vial. The reported coob/event was non-verifiable since the condition of the product/packaging received by the customer was unknown. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). H4: device manufacturer date unknown / not provided h3 other text : product not returned.

Event description:
It was reported that during implant placmenet doctor realized that the vial was empty, no implant inside. Procedure was completed with other implant.